Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Pr334714 device evaluation: this file is related to (B)(4) (report reference number 3001845648-2021-00427). 1 x zebd-7-5 was not returned to cirl for evaluation with the information provided, a document-based investigation was conducted. This file deals with the kinking of the initial device which has been attributed to user error due to an incompatible wireguide. This file deals with the kinking of the initial device which has been attributed to user error due to an incompatible wireguide. Prior to distribution all zebd-7-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-5 in the cbd. The nurse prepared the plastic stent. Using a stent straightener, the nurse unfolded the pigtail of the stent, then pushed the guide wire (olympus, visi2, 0.025", straight ) into the stent. But the wire did not advance. She tried several times but failed, and when I checked the stent, the hole of pigtail section was bent. ((B)(4) emdr # 3001845648-2021-00427) so they used the new zso-7-5 with .025 visi2. (B)(4) (current pr) will capture ¿user error: incorrect size wireguide used with replacement device¿.